Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error or no delivery alarms were noted. However, the insulin pump could not be primed during the prime test due to a faulty force sensor resistor (gold). The motor was tested outside the device and passed. The unit was received with a cracked reservoir tube and cracked battery tube threads. The device was also received with minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process while the customer was rewinding the insulin pump. The customer stated that the device also alarmed no delivery alarm during the priming process as well. The blood glucose reading was 348 mg/dl. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.